Manufacturer narrative:
The review of the device history record showed no deviations. The product complies with the specifications valid at the time of manufacture. In the course of a data review, it was noted that this single foreign event had not yet been reported to the FDA, only to the french authority. This is hereby corrected.

Event description:
A defect of the tibial screw of reference: 318.190/07 lot: 1916036 of my knee prosthesis implanted on (B)(6) 2020. [Customer].

Manufacturer narrative:
The review of the device history record showed no deviations. The product complies with the specifications valid at the time of manufacture. This is the final supplemental report, the complaint is closed.

Event description:
A defect of the tibial screw of reference: (B)(4); lot: 1916036 of my knee prosthesis implanted on (B)(6) 2020 [customer].